Manufacturer narrative:
The following fields have been updated to include a secondary defect, poor barrier separation. B.5. Describe event or problem: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and poor barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user. Imdrf annex a grid: (B)(6)

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and poor barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and poor barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormalities were found. Additionally, six (6) retained samples have been sent for clinical evaluation. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025; additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes hemolysis and poor barrier separation via clinical investigation because the defects were not evident in the testing of the complaint lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: hemolysis and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.